Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant attempt, the atrial lead dislodged. While attempting to reposition the lead, the physician overtorqued the inner coil. The lead was removed and a new lead was successfully implanted.